Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the single board computer was inoperative and caused the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.